Event description:
The report from the field indicated that during angioplasty procedure the (sds) stent delivery system was being removed when the stent dislodged, and remained in the circumflex artery. The stent was retrieved with a snare device, but the physician was unable to remove the stent through the sheath. The stent, snare and sheath were surgically removed. The removed stent and snare device have been returned for evaluation. During a (pci) percutaneous coronary intervention, the (sds) stent delivery system was prepared per IFU instructions, and the product was inspected and no anomalies were noted. The (om 1) obtuse margianl one branch artery was mildly calcified and tortuous, with a lesion diameter of 2.5mm and 15mm in length. The lesion was denovo and type b2. The vessel was not pre-dilated. The sds was advanced via bmw guidewire, but the sds would not advance through the circumflex artery.